Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer declined further troubleshooting with tandem technical support, and had loaded a new cartridge to resolve the issue. There was no adverse impact to customer's blood glucose level.